Event description:
The following was provided through medical records for the pt: (B)(6) 2003 - pt had repair of incisional hernia with bard flat mesh and an ethicon mesh. On (B)(6) 2009 - pt presented to physician with two sinus tracts which were opened and cleared of suture knots. The third wound above the umbilicus was opened and debrided to remove a piece of residue of the mesh (it was not clear which of the two previous mesh implants was involved in the debridement and partial explant). (Medwatch: 1213643-2010-00555). On (B)(6) 2009 - pt presented to physician for exploratory laparotomy, adhesiolysis, small bowel resection and takedown of enterocutaneous fistula. Pt also had repair of recurrent hernia with bard composix kugel mesh. On (B)(6) 2009 - pt presented to physician with infection and for removal/explant of mesh. Pt had debridement of abdominal wall skin, muscle and fascia. Abdominal wall reconstruction was performed.

Manufacturer narrative:
The initial info provided by the attorney in (B)(6) 2010 provided evidence of one mesh event and suggested that the product was part of the composix kugel recall, therefore, the event was initially reported in accordance with (B)(6) . However, the review of medical records provided in november 2010 indicates that the pt developed and was treated for an infection and had an explant two months after implant of the bard composix kugel mesh in 2009. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The report does not specify a specific product problem and no product was returned for eval, therefore, baed on the currently available info, there is no indication that a failure in the device caused the reported event.